Manufacturer narrative:
A review of the device history records showed no inconsistencies or abnormalities. The inspection records for the incoming assemblies showed no inconsistencies. There was no serious injury or death, however it was noted that pin holes were noted in the catheter and the arm swelled during infusion. The catheter was removed from the patient's arm. It is unk if the catheter was replaced. No other complications were noted and no medical/surgical intervention was required. The returned catheter was examined under lighted magnification. A small puncture into the lumen of the yellow catheter approximately .75mm proximal from the distal tip of the catheter was noted. The returned unit looked like a needle puncture which probably did not occur during mfg. Catheters undergo 100% inspection which occurs during various stages of manufacture. Catheters also undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use. It is probable that the puncture inadvertently occurred in the user environment before the procedure or after the catheter was in place in the arm. There has been no other similar complaints for this product or complaint lot no.

Event description:
(B)(4). After the physician inserted the catheter, the physician found the patient's arm was swelled. As a result of (B)(4) investigation, we found pin-hole on the catheter.